Event description:
I had my mentor memorygel silicone implants put in (B)(6) 2015 and was fine for the first year. I've never had any medical issues in my life until the second year I began going downhill. I started having heart palpitations and got on heart machine. I had extreme hormonal changes and mood swings, stomach pain constantly, now anxiety and uncontrollable panic attacks, severe dizziness and fatigue. All of the sudden my gallbladder stopped working. I now have pvc/svt for my heart, ibs, some pcos, extreme nausea and dizziness. I am on anxiety, heart, nausea and ibs medication. I am about to have an imbalance test done by my ent and an MRI and eeg on my brain to rule things out. About a month ago my axillary lymph node on my left armpit has started getting swollen and itching. I will have to go to the doctor to get that checked now. So far tests have all came back normal. I feel ill everyday since I've had these implants in me. I've made several trips to the hospital. Like I said previously, I've never had any medical issues in my life until these implants. I would go to a walk-in-clinic once a year for my normal sinus infection from the season change. I am only (B)(6).